Event description:
It was reported that the device could not be interrogated, it was pacing at 150-160 beats per minute, which was believed to be above the upper rate, there was a power on reset, and the device was not responding to a magnet. The following day, the device could be interrogated and was operating normally. The device was explanted and replaced. Additional information was received reporting that the patient presented to the emergency room in vt (ventricular tachycardia). The device could not be interrogated to determine if the patient had true vt or 'pacemaker runaway'. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis revealed a no output and no telemetry condition, consistent with the reported event. When the device was opened, it was found that the battery was depleted, and the device exhibited high current drain. Further analysis confirmed the high current drain and determined the cause to be continuous pors (power on resets). The integrated circuits were found to pass all tests, but loss of telemetry during the repetitive pors limited the testing that could be done. Due to the inability to re-establish the anomalous condition during analysis, the root cause of the pors could not be determined. It was reported that the device could not be interrogated, it was pacing at 150-160 beats per minute, which was believed to be above the upper rate, there was a power on reset, and the device was not responding to a magnet. The following day, the device could be interrogated and was operating normally. The device was explanted and replaced. Additional information was received reporting that the patient presented to the emergency room in vt (ventricular tachycardia). The device could not be interrogated to determine if the patient had true vt or 'pacemaker runaway'. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination. Device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy.